Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had alarmed multiple various error alarms. When the called attempted to review the alarm history, the buttons of the insulin pump were sticking. The caller stated that the device had been stored without a battery for an extended period of time. The customer's blood glucose was 221 mg/dl. The customer had reverted to an old, previously owned, insulin pump. The customer stated that they had been having issues with the insulin pump ever since they first got it, but never took it to their doctor's office. The discontinuation of the insulin pump was advised. Nothing further was reported.